Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 538 mg/dl. The customer was treated with an insulin injection. The customer also reported that the insulin was squirting during manual prime process. The customer states they are unable to exit the "preparing to prime" loop. Troubleshooting was performed. The customer was able to rewind and change the set. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.